Event description:
It was reported PICC was placed (B)(6) 2020 used for daily infusion of antibiotic meropenem. One of the wings used for fixation is broken and loosened from the PICC. The other one is also broken but still in place and can still keep the PICC stabile in the statlock. PICC still in use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken suture wing was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs depicting a 4fr s/l powerpicc solo catheter. The depicted device was implanted in the arm of a patient. The visible portion included the insertion site, molded joint and extension tubing. The extension tubing and molded joint markings were worn. One of the suture wings was broken off of the molded joint and was not visible in the photographs. The break site appeared irregular. While catheter damage was apparent in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and contact with incompatible chemicals. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was placed (B)(6) 2020 used for daily infusion of antibiotic meropenem. One of the wings used for fixation is broken and loosened from the PICC. The other one is also broken but still in place and can still keep the PICC stabile in the statlock. PICC still in use.